Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal infection. The breach in aseptic technique was further described as patient's poor hygiene. It was not reported if the patient was hospitalized or treated for the event. At the time of this report, pd therapy was continued during the treatment. The patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.